Manufacturer narrative:
Investigation is in process but not yet complete. A follow up medwatch report will be submitted to the FDA upon completion.

Manufacturer narrative:
Engineering analysis of the underside of the broken tab piece shows scratch and interference marks where the screw pushed against the tab, as well as striations typical of fatigue fracture. If the screw is seated properly during implantation, the screw head will not come in contact with the locking tab. However, without radiographs from immediately after surgery, unable to determine whether there were issues with the screw placement. It is possible that the screw dislodged after surgery which could have exerted a cyclical load on the locking lab, leading to fracture. No evidence was found that the product did not meet specifications at the time of distribution. Consequently, root cause could not be determined and need for corrective action is not indicated. Review of manufacturing history and lot specific complaint history was not possible without lot identification available. A three-year review of complaint history for all part numbers in the acpxxx family of anterior cervical plates did not identify a trend for reports of this nature. As no product non-conformance nor trend identified, the need for corrective action was not indicated. The reported issue is a known risk of the procedure. The associated instruction for use (lbl-IFU-005), states under potential adverse affects: "bending, loosening, fracture, disassembly, slippage and/or migration of components" and under warnings "potential risks identified with the use of this device system, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, necrosis of the bone, neurological injury, and/or vascular injury."

Event description:
It was reported that initial implantation was performed on (B)(6) 2013. It was noted that the left c7 screw dislodged and worsened over the past 6 months. Revision was performed on (B)(6), 2014 during which it was noted that the locking rivet had fractured. The screw and fractured piece of the locking rivet were removed and the remaining hardware was left in place.